Event description:
During device preparation, prior to inserting the device into the patient, the transseptal needle skived the introducer. The introducer was then washed and inserted into the patient where the transseptal needle was successfully able to be inserted. There is no consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.